Event description:
Procedure: lobectomy. According to the reporter: the pouch disengaged when the specimen was placed into it. Nothing fell into patient's cavity but another pouch was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
Date of report: 24 october 2007.